Event description:
Linked to (B)(4): on (B)(6) 2016, x-rays showed an unconsolidated fracture. The development was marked by a break in the equipment observed on (B)(6) 2016, on an unconsolidated outbreak, during a visit to the emergency room of patient at (B)(6) 6/7 wed, in a context of pain evolving since the day before with ¿edema. Deformity of the arm with edema next to the fracture. Total functional impotence. Noted on admission. Patient was hospitalized. On (B)(6) 2016, a revision surgery was performed at (B)(6). The samples taken came back sterile, excluding the notion of septic hearth. Patient returned to her home on (B)(6) 2016. Patient was again admitted to (B)(6) where she was operated on (B)(6) 2016 who proceeded with the ablation of the material implanted by his partner, a new graft from the iliac crest and a new osteosynthesis. This is 2 out of 4 events.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.